Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Correction field: h6 medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the device alarmed indicating a loop leak. The pim, cable bp and drive manifold assembly was replaced. Device passed the performance and safety checks according to factory specifications. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿drive manifold assembly¿,"pim" and "bp cable adapter". The issue was resolved by replacing the malfunctioning part. Root cause evaluation for the replaced part cannot be performed since the defective part was retained by the customer and cannot be returned.

Manufacturer narrative:
Updated fields: b3, g3, g6, h11.

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6) hospital. Event site telephone-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the self-test before use cardiosave intra aortic balloon pump (iabp) the alarm loop leaked and the pressure signal transmission was occasionally interrupted. There was no patient involvement.